Event description:
It was reported that the insulin pump alarmed motor error during prime/ fill tubing. Customer's blood glucose was 215 mg/dl. Troubleshooting was done. Customer stated unable to rewind the insulin pump. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to a slightly loose drive support disk. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).